Event description:
It was reported that a system error 2267 alarm (air in set/line) occurred on the homechoice device during dwell three in peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative had the home patient cycle the power on the homechoice to clear the alarm. The technical service representative reviewed proper procedures and explained the alarm to the home patient. The home patient stated they would complete therapy using manual supplies later. During troubleshooting, nothing was found that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.